Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not display the model of the instrument in the application software unless a projection was added to the instrument. It was reported that the instrument could not be viewed in orthogonal views and that the instrument model would not appear when the projection was set at zero. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: the date the new information was received is 2018-12-26. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not display the model of the instrument in the application software unless a projection was added to the instrument. It was reported that the instrument could not be viewed in orthogonal views and that the instrument model would not appear when the projection was set at zero. There was no patient present when this issue was identified. No additional information was provided. The manufacturer representative updated and said that the 3d cad model would disappear if you took the projection to zero and reappeared if you put a forward projection on it. Since the dot is so faint and hard to see, they usually show projection but take it to zero so that they can see the instrument in the ax/sag/cor views because some of the health care professionals do not like to use traj 1 and traj 2. When the rep showed projection and took it to zero, the instrument would disappear but when the rep made a forward projection, it would show back up. It happened a couple of times but the rep has not been able to recreate it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) updated and said that the 3d cad model would disappear if you took the projection to zero and reappeared if you put a forward projection on it. Since the dot is so faint and hard to see, they usually show projection but take it to zero so that they can see the instrument in the ax/sag/cor views because some of the health care professionals do not like to use traj 1 and traj 2. When the rep showed projection and took it to zero, the instrument would disappear but when the rep made a forward projection, it would show back up. It happened a couple of times but the rep has not been able to recreate it.